Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The filled device was received for evaluation. Visual inspection verified the reported condition. A tiny particle was detected in the glucose chamber. The cause of the condition was not determined. A CAPA has been opened to address this issue and the supplier of the component has been notified of the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fibrous particle was inside of the glucose chamber of a multilayer bag set. There was no patient involvement. Additional information was requested and is not available.